Event description:
Pre md note: foley buld would not deflate with syringe or cutting of foley. Attempted to drain by inserting needle along bulb channel without success. Needle inserted along catheter into bulb with successful drainage of fluid.